Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil would not able to detach with an instant detacher after several attempts. No patient injury was reported. There was not any further information available from the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was returned for evaluation without the instant detacher. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location were found to be intact. The pushwire was found to be bent. The concerto implant coil appeared to be damaged within the introducer sheath. The concerto implant coil could not be pushed out from within the introducer sheath for further evaluation as resistance was encountered. Therefore the coil was pulled out from within the introducer sheath. The concerto implant coil was found to be damaged and had lost its original shape. Under the microscope, the coin was found to be located against the lumen stop. During testing, an in-house instant detacher was selected for detachment testing. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The instant detacher was then used to successfully detach the implant coil from the pushwire on the first attempt without difficulty. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the concerto coil analysis and on the event description, the report of non-detachment was confirmed. The concerto coil was returned for evaluation with the implant coil still attached to the pushwire. It is likely that the intact tack weld replacement (twr) crimps led to the failure of the concerto implant coil from detaching from its pushwire; however, the cause for the intact twr crimps could not be determined. The concerto coil was successfully detached from its pushwire on the first attempt with the use of an in-house instant detacher. There was no report of using a second instant detacher. The concerto coil instructions for use (IFU) directs the user to utilize a second instant detacher if the first instant detacher fails to detach the concerto implant coil after 3 attempts. The cause for the damages to the concerto coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attemp ts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube app roximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens expo sing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.